Event description:
Caller states that the following readings were obtained on a patient, using the inform system compared to a lab result, within 10 minutes: 97 mg/dl (inform) and 600 mg/dl (lab). Readings were performed on the same venous draw sample. Caller is unsure of the time that the sample was run in the lab. Caller is unsure if the IV was cleared before venous sample was taken. No actions taken based on device results. No adverse event reported. Patient treatment information was not provided. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.